Event description:
Had severe 3-vessel coronaary artery disease; and he underwent multivessel with placement on cardiopulmonary by pass and iab pump. During procedure it was noted the cps oxygenator was leaking blood, and the leak increrased. Blood loss was 750 ml; prbcs were given. The leaking oxygenator was exchanged. Since the patient could not be weaned from the cardiopulmonary bypass, he was sent to surgery for emergency coronary artery bypass grafting times three. Following surgery patient was continued on the balloon pump. He expired 2/11/92device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated short term complication of procedure, component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.